Event description:
During the implant procedure, the right atrial (ra) lead became dislodged. The ra lead was placed in several positions, however, the lead would dislodge after the guidewire was removed. The ra lead was explanted and replaced to resolve the event. The patient was stable following the procedure.

Manufacturer narrative:
As received, a complete lead with was returned for evaluation in one piece. The measured full helix extension length was within specification. Electrical testing was performed and revealed no anomalies.